Event description:
Healthcare professional reported a left side double capsule. Device has been explanted.

Manufacturer narrative:
The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma - late.

Event description:
Healthcare professional reported left side pain, capsular contracture, baker grade IV, and "liquid around device." Device remains implanted.